Manufacturer narrative:
(B)(4). This device is not available for evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported during a vascular stenting of an infra-renal abdominal aorta aneurysm, the cath mb 5f pig 110cm 6sh angiographic catheter broke inside the patient. The broken piece has been removed using a lasso catheter. It led to an increase of 30 minutes of the operating time. There was no patient injury reported and the product is not available for return as it was discarded. No anomalies were noted when removed from the package. No anomalies noted during prep. The device was not used for a chronic total occlusion (total occlusion >3 months). Resistance was not met while advancing the device. Excessive torquing was not required. The device did not kink in the area of separation. Resistance was not met while withdrawing the device. The patient is doing well, no injuries. Additional procedural details were requested but are unknown.

Manufacturer narrative:
The sections have been updated accordingly. As reported, during a vascular stenting of an infra-renal abdominal aorta aneurysm, the cath mb 5f pig 110cm 6sh angiographic catheter broke inside the patient. The broken piece has been removed using a lasso catheter. It led to an increase of 30 minutes of the operating time. There was no patient injury reported. No anomalies were noted when the device was removed from the package. No anomalies were noted during prep. The device was not used for a chronic total occlusion (total occlusion >3 months). Resistance was not met while advancing the device. Excessive torquing was not required. The device did not kink in the area of separation. Resistance was not met while withdrawing the device. The patient is doing well, no injuries. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17569938 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) separated in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the separation reported could not be determined. Based on the limited information available for review, procedural and handling factors likely contributed to the separation reported. As cautioned instruction for use, which is not intended as a mitigation, ¿to prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter. Exercise care when removing guidewires from multiple-curve catheters. To prevent kinking of 5f (1.65 mm) and smaller angiographic catheters, and specifically the 4f (1.35 mm) infiniti® pigtail catheters: straighten the pigtail catheter tip only with a diagnostic guidewire or, if applicable, with a tip straightener. Do not straighten by hand. Use a guidewire when introducing the catheter through the catheter sheath introducer (csi) and into the left ventricle.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported during a vascular stenting of an infra-renal abdominal aorta aneurysm, the cath mb 5f pig 110cm 6sh angiographic catheter broke inside the patient. The broken piece has been removed using a lasso catheter. It led to an increase of 30 minutes of the operating time. There was no patient injury reported and the product is not available for return as it was discarded. No anomalies were noted when removed from the package. No anomalies noted during prep. The device was not used for a chronic total occlusion (total occlusion >3 months). Resistance was not met while advancing the device. Excessive torquing was not required. The device did not kink in the area of separation. Resistance was not met while withdrawing the device. The patient is doing well, no injuries. Additional procedural details were requested but are unknown.